Event description:
It was reported the device had continuous water leakage. This occurred during priming before using the product on the patient. No injury or adverse effects reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: three samples were received for investigation. One and three showed no evidence of delamination or damage that could cause the reported failure mode, sample two present delamination at the joint between the connector and the tube., corrected data: email is: (B)(6).